Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient notifier could not be felt by the patient. The device was subsequently explanted. The patient condition was excellent throughout the procedure.